Manufacturer narrative:
No conclusion code available. The device was returned for evaluation with no telemetry. After cutting open the device, the battery voltage was above elective replacement battery levels. Testing of the device hybrid after cutting open the device determined loss of telemetry was consistent with a defective integrated circuit drawing high current.

Event description:
During an in clinic follow-up, the device could not be interrogated with several programmers. The device was explanted and replaced and the patient was stable.